Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01495. The pt received her scs system, including two percutaneous leads, on (B)(6) 2010. The leads were placed at the t8 level. It was reported that the pt lost stimulation after she had a cervical and deep tissue massage. She stated that the massage did not go below the shoulder blades. Reprogramming efforts were unsuccessful at resolving the issue. It was reported that the leads had migrated superiorly. The physician plans to perform a revision procedure. No further info is available at this time.